Event description:
It was reported that the power module would not communicate with the system monitor.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the power module not communicating with the system monitor was confirmed via analysis of the returned unit. The returned power module (serial number: (B)(6) was evaluated by service depot, alongside known working test heartmate equipment. During testing, it was observed that no information would display on the system monitor after connecting the system controller to the power module, confirming the reported event. The issue resolved after replacing the power module¿s main printed circuit board (pcb), isolating the issue to the main pcb. The serviced and repaired power module was returned to the customer site after passing all tests per procedure. The damaged main pcb was forwarded to product performance engineering (ppe) for further analysis. Ppe evaluation of the returned power module main pcb further isolated the issue to a compromised integrated circuit (ic) chip in the communication circuitry. After replacing the ic chip with a known good ic chip, the communication issue resolved. The reported event was determined to be due a compromised component on the power module¿s main pcb; however, the root cause of the damage could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate power module, serial number (B)(6) , was manufactured in accordance with manufacturing and quality assurance specifications. The power module instructions for use section 2 ¿ ¿setting up the power module (pm) prior to use¿ instructs the user to inspect the power module for dents, chips, cracks, or other signs of damage. The instructions for use (IFU) also informs the patient not to use a power module that appears damaged, and to obtain a replacement if needed. Heartmate 3 instructions for use section 4 ¿ ¿system monitor¿ addresses how to properly use the system monitor, and the actions to take if the system monitor is not functioning as intended. This section also states how to view the system controller event history on the system monitor. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.